Event description:
On (B)(6) 2013, customer advocacy was notified by sales manager (B)(4) that on (B)(6) 2013, sales representative (B)(4) was informed that an inmate at a (B)(6) had a 50-7000b pleurx pleural catheter placed in an outside hospital. The catheter was placed in the peritoneal space and was used off label to treat non-malignant cirrhotic ascites. The patient later passed away from sepsis and it was noted that the catheter had been cut. The sample is not available for evaluation. On (B)(6) 2013, sales representative (B)(4) also directly provided writer the following additional information as provided by the physician's assistant (pa): patient's demographics- initials: (B)(6), male, (B)(6) 1959. The patient had a concomitant illness of hepatitis c. The catheter was placed on (B)(6) 2013. There was no difficulty noted at time of catheter placement and there was no defect noted of the catheter at any time during placement or during the time the patient had the catheter in place. The patient's official documented cause of death is sepsis. The patient passed away at tri-city medical center. No additional information has been made available to carefusion.

Manufacturer narrative:
(B)(4). A complaint sample was not provided for evaluation. Consequently, the quality of the product could not be evaluated in regards to the reported failure mode. A review of complaint data did not identify any trend with this or similar failure modes. A thorough review of applicable manufacturing procedures and quality plan inspections did not identify any issues that may have contributed to the reported failure mode. A review of the internal production records for the lot involved could not be performed as lot number information was not available. A definitive root cause could not be identified as a complaint sample was not provided for evaluation. Appropriate feedback will be recommended to the healthcare provider as appropriate, which may include, but is not limited to, labeled instructions and precautionary warnings related to the use of this device. Although the reported condition could not be confirmed and a definitive root cause could not be determined without a sample being provided, the manufacturing plant is continuing to monitor this issue to identify the need for any further actions.